Event description:
The lay reporter / brother contacted lifescan (lfs) on july 12, 2006 alleging high readints on his sister's one touch ultrasmart meter. A medical affairs specialist (mas) spoke to the brother on july 12, 2006 and obtained/verified the following information: the morning of 2006, the patient tested her blood glucose and obtained 165 mg/dl (no symptoms). She took 30 mg of actose and then ate breakfast. That night after dinner, the patient felt hot, vomited and felt weak. She asked her brother to test her blood glucose because she felt weak. He tested her blood glucose and obtained a 174 mg/dl. She requested him to give her something to drink. He gave her a glass of orange juice and contacted the paramedics. Paramedics arrived 15 minutes later (10:45 pm) and tested the patient on her meter and obtained a 184 mg/dl. Emt's did not use their own meter to test the patient's blood glucose. Paramedics took her to the ER and her intial reading was "below 50 mg/dl." She was treated with IV glucose and was admitted. The brother states, she will be released from the ER later in 2006. Customer care advocate (cca) found out that the patient had been using expired test strips and control solution. Using expired test strips can lead to false blood glucose readings. The technique of applying blood on the test strip was correct. Cca sent the patient a replacement meter, strips and control solution. The complaint is being reported because a medical professional treated the patient for hypoglycemia. The patient was using expired testing supplies.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.